Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm during bolus. Blood glucose level at the time of the incident was not provided. The customer was advised that the insulin pump was out of warranty and to contact their health care provider. The insulin pump was not replaced or retuned for analysis.